Event description:
The customer reported that the tubing leaked near the site of connection to the patient. This condition was discovered while administering lactated ringer's solution to the patient. There was no infusion pump involved. This condition occurred with one (1) of the continu-flo solution set, product code 2c8537s, lot number r09e27011. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B) (4). One actual sample was returned for evaluation. The customer reported condition of "leaks near connection site of the patient" was confirmed. Visual inspection of the samples determined the reported condition was due to cracks in the one piece male luer.